Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a stomach ache which occurred during therapy while on the homechoice device. The patient was subsequently taken to the hospital; however, it was unknown if the patient was admitted to the hospital for the event. The cause of the event was not reported. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.